Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. However, the software evaluation found that the issue could not be reproduced, therefore a probable cause was unable to be determined.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. On 7/3/2017 a medtronic representative went to the site to test the equipment. Representative was unable to replicate the issue. System checkout was performed. System passed all tests and is working normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a totalknee replacement procedure the navigation system unexpectedly shutdown. No further information was provided on the issue. The surgery was completed with the use of navigation. No information was provided on the delay to procedure and patient outcome.

Manufacturer narrative:
Correction: this was a right total knee replacement.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. Site reported that a patient was not present during the reported event.